Event description:
Newlife oxygen concentrator was involved in a house fire. The fire scene and oxygen concentrator will be examined.

Manufacturer narrative:
An eval of the fire scene and oxygen concentrator is being scheduled for the near future. A follow-up report will be submitted after the eval is completed.